Manufacturer narrative:
The hill-rom tech found the siderail wold not latch due to the latch mechanism was filled with silver nitrate chemicals causing it to stop moving. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech lubricated the latching mechanism to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the pt left intermediate siderail will not latch. The bed was located at the account in ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).